Event description:
The product was used during a hemi-colectomy procedure. Reportedly, the staples did not form properly and the patient developed abdominal abscess. The surgeon performed a re-operation on 10/19/97 to correct the condition. The hospital has no additional information at this time.

Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA.